Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with unknown blood glucose level. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by IV insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. Auto mode was not active at the time of incident. No further complications were reported. The customer will continue to use the device.